Event description:
Per the clinic, the patient implant magnet was electively explanted on (B)(6) 2025 under local anaesthesia due to the patient preference for acoustic amplification via hearing aids.